Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.6-42.9cm and 42.9-43.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 10.1-10.7cm and 31.0-32.7cm from the distal tip. Internal insulation abrasion was noted under the rv shock coil at 4.2-4.4cm from the distal tip. Internal insulation abrasion was noted under the svc shock coil at 24.7-24.8cm and 25.9-26.0cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.0-13.0cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location. Internal insulation abrasion was noted under the rv shock coil at 5.3-5.9cm from the distal tip. The etfe coating was abraded at this location. (B)(4).

Event description:
It was reported that the lead was explanted due to lead noise, decreasing pacing lead impedance, and high capture thresholds. Additionally, after the lead was explanted, externalized conductors were noted.